Event description:
Complainant alleged that while attempting to cardiovert a 64-year-old male patient, the electrode pads arced and after removing the electrode pads, second degree burns were found on the patient's lower face.and upper chest. The patient was moved to the burn center. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. User medwatch received: please refer to the attached user medwatch report that zoll medical has received.

Manufacturer narrative:
The device was not returned to zoll medical corporation; instead contact with the customer confirmed oxygen was present and active at the time of the patient shock. The oxygen caught fire and subsequently caused the patient's burn. The r series operators guide states "do not use r series products in the presence of oxygen-rich atmospheres, flammable anesthetics, or other flammable agents (such as gasoline). Using the unit in such environments might cause an explosion." It's important to note that arcing during a patient shock is not an indication of a device malfunction. It is however an indication of poor coupling between the patient and pad. This poor coupling can be caused by various factors including but not limited to electrode placement, poor patient preparation, or patient's clinical presented condition(s). Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device was puthrough extensive testing without producing a malfunction that may have contributed to the customer report. The device was recertified and returned to the customer. Confirmation from the customer stated oxygen was present and active at the time of the patient shock. The oxygen caught fire and subsequently caused the patient's burn. The r series operators guide states "do not use r series products in the presence of oxygen-rich atmospheres, flammable anesthetics, or other flammable agents (such as gasoline). Using the unit in such environments might cause an explosion." It's important to note that arcing during a patient shock is not an indication of a device malfunction. It is however an indication of poor coupling between the patient and pad. This poor coupling can be caused by various factors including but not limited to electrode placement, poor patient preparation, or patient's clinical presented condition(s). Analysis of reports of this type has not identified an increase in trend.